Event description:
It was reported by the ics nursing unit that the large volume pumps used in that unit where under infusing medications. After extensive testing by the clinical engineering department, it was discovered that problematic delivery was with the dehp free nitroglycerin i.v. Tubing sets from lot# 82 167 4w and will under-infuse 5% to 15%. The large volume pumps were checked using normal IV tubing set as well as the nitroglycerin primary i.v. Pump set from a different lot number and the pumps preformed as expected and within manufacturer's specification. The hospital has pulled the problematic i.v. Pump set with the affected lot number and replaced it with the same product number, only with a different lot number.====================== health professional's impression======================after extensive testing by clinincal engineering it was discovered that the problem of under delivery was with the dehp free nitorglycerin primary i.v. Pumps set, from lot# 82 167 4w and will under infuse 5% to 15%.====================== manufacturer response for nitroglycerin primary i.v. Pump set, nitroglycerin primary i.v. Pump set / latex-free======================sales rep was notified by phone, will pick up 5 cases of affected product with lot number 82 167 4w, to be returned to manufacturer for evaluation of problematic product.